Manufacturer narrative:
Product event summary: the lead returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, a pacing lead was attempted to be implanted and the physician could not find a suitable fixation point. Acceptable threshold values could not be found as well as deviation in the r-wave and impedance values. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.